Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that an alert was triggered due to one out of range low shock impedance measurement. It was noted that the shock impedances now appear within normal range. An inquiry was made to boston scientific technical services (ts). Ts discussed possible root cause for the reported clinical observation. Ts noted noise on the shock channel likely related to physical activity and possible due to myopotentials. At this time the system remains implanted. No adverse patient effects were reported.